Manufacturer narrative:
Duplicate notification: this is a duplicate report of 1818910 - 2011 - 02962 . This report,1818910 - 2013 - 19297 will be rejected. Report 1818910 - 2011 - 02962 will be kept for investigation purposes.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Dor: (B)(6) 2006 (right side). **update** (B)(4) 2011 - medical records were received. The acetabular cup was loose and in a completely vertical position. The stem was in a slightly anteverted position. Doi: 10/5/2006 **update**(B)(4) 2013 - litigation papers received alleging patient suffers from pain, difficulty ambulating and dislocation. There is no new additional information that would affect the investigation. *comment: there is a (doi/dor) discrepancy between litigation and the medical records. Due to accuracy, the (doi/dor) from the medical records will be reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 7/4/16 medical records received. After review of the medical records for MDR reportability, part/ lot numbers were provided. Updated previously unknown sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.